Event description:
Boston scientific crm received info that the pt with this lead presented to the emergency room (ER) with tingling and chest pain. It was discovered that there was no sensing or capture with the right ventricular (rv) lead. A chest x-ray revealed that the lead had dislodged. The pt had intact conduction and rarely paced in the ventricle. The physician suspects the dislodgement could be attributed to the symptoms of tingling and chest pain. Since the device was programmed ddd, and the pt has sick sinus syndrome, the device was still pacing the atrium and conducting. The physician repositioned the rv lead successfully. The device and rv lead remain in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.